Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient stated that the got their battery replaced due the fast battery depletion. No symptoms were reported and no further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there were no changes that may have led to the fast battery depletion. They do not know why the battery was depleted. No further patient complications are anticipated or expected as a result of this event.